Event description:
Customer reported receiving inaccurate blood glucose tests on their free style flash meter. Customer received readings of 117 mg/dl compared to a lab reading of 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.